Event description:
It was reported that one day post implant, it was found that the rv lead had been placed into the coronary sinus. The lead was successfully repositioned. No electrical anomalies were noted and no patient complications were reported. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.